Event description:
As reported by an eye care professional, a patient experienced difficulty removing contact lenses and was subsequently diagnosed with a corneal ulcer. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).